Event description:
Philips received a complaint by the customer on the v60 indicating that the device is displaying patient disconnect alarm. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The biomedical engineer (bme) customer went through the performance verification tests (pvt), and it passed successfully. The rse provided the customer with the latest service manual revision. The customer stated that the unit passed using the latest service manual revision to resolve the reported issue. The device passed required pvt per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.